Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that they received a pack of gauze that had one each without the x-ray detectable filament.

Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history record. Two vistec sponges were received unpackaged and un-banded at the manufacturing facility for evaluation. One sponge contained no element at all however the warp of the threads appeared to be separated where an element would be bonded. The second sponge contained one element that went half way through the sponge area and was missing the second element. Two photos were attached to the complaint. The first photo showed a stack of sponges with one missing the element. The second photo was unclear therefore we were unable to determine whether the element was present. It is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual testing for missing element if is performed and element bonding. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action has been opened which will introduce a new mechanism to thread the element into the gauze to improve accuracy and reduce the possible burning of the element which could contribute to broken element. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.